Event description:
The customer reported the ventilator was alarming vent inop on power up, and had an occurrence of a 24/+-12v/power failure. The ventilator was not in use on a patient, therefore, there was no patient involvement or harm. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to replace the power supply to address the reported problem.

Manufacturer narrative:
Out of warranty; no request for manufacturers service.